Event description:
It was reported that during a magnetic resonance imaging (MRI) compatibility inquiry, it was reported that this pacemaker and right ventricular (rv) lead had been programmed to unipolar due to an insulation break. Technical services (ts) explained that this system was not MRI conditional as a result of the unipolar programming and lead insulation break. Additional information received reported that the suspected cause of the lead insulation break was clavicular crush, however x-rays taken were not able to clearly confirm this observation. Furthermore, a rv lead safety switch (lss) was triggered due to an out-of-range pace impedance measurement greater than 3,000 ohms. Sensitivity was adjusted due to oversensed noise. No pacing inhibition was observed. This pacemaker system remains in service. No interventions were planned at this time, and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a magnetic resonance imaging (MRI) compatibility inquiry, it was reported that this pacemaker and right ventricular (rv) lead had been programmed to unipolar due to an insulation break. Technical services (ts) explained that this system was not MRI conditional as a result of the unipolar programming and lead insulation break. Additional information received reported that the suspected cause of the lead insulation break was clavicular crush, however x-rays taken were not able to clearly confirm this observation. Furthermore, a rv lead safety switch (lss) was triggered due to an out-of-range pace impedance measurement greater than 3,000 ohms. Sensitivity was adjusted due to oversensed noise. No pacing inhibition was observed. This pacemaker system remains in service. No interventions were planned at this time, and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.